Event description:
It was reported to fresenius medical care that a patient had been diagnosed with peritonitis while using a baxter brand peritoneal dialysis cycler. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).